Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a onetouch verio iq meter was reading inaccurately high results compared to another meter. The patient reported obtaining a blood glucose value of "160 mg/dl" on the lfs meter and "45mg/dl" on an unknown back up meter. Based on statistical methodology, the calculated difference between the results exceeds the expected value of <=30mg/dl or <=30% obtained within 30 minutes of each other. The patient did not allege any harm or injury due to the reported issue. Replacement products were sent to the patient. The test strips involved in this complaint have been returned and evaluated by lfs product analysis on (B)(4) 2012, with the following findings: the complaint was not confirmed. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. In addition the patient performed a meter vs. Another meter comparison where the calculated difference between the results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the test strips involved in this complaint have been returned and evaluated by lfs product analysis on (B)(4) 2012, with the following findings: the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The alleged inaccurate high issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.